Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had critical pump error. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis

Manufacturer narrative:
Device passed displacement, sleep current measurement, and active current measurement tests; it failed self test. Device did not vibrate when it was supposed to during the self test. No unexpected blank displays were noted during noted. Upon visual examination of the unit's interior, traces of moisture damage and corrosion was found on the main board particularly around the battery connectors and on the back of the lcd display. Device has a crack on the battery tube which extends to the top where the battery threads are located.